Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('metallic device in the left adnexa') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy, seizures, mood disorder, gerd, decreased appetite, suicide attempt, post-traumatic stress disorder, hematochezia, nerve stimulation test, hyperlipidemia, obesity, sleep apnea, epilepsy, weakness, headache, blurry vision, tiredness, feeling sad, blood pressure high and type 2 diabetes mellitus. Previously administered products included for an unreported indication: keppra, anti-epileptics and depakote. Concurrent conditions included rectal bleeding, abdominal pain, abdominal discomfort, bowel movement irregularity, nausea, constipation chronic, vitamin d deficiency, hematochezia, infection, bipolar disorder, sleep loss, balance impaired nos, lethargic and somnolence. Concomitant products included allopurinol (elavil), atorvastatin calcium (atorvastin), atorvastatin from (B)(6) 2017, calcium levomefolate (deplin), clonidine (catapres), metformin from (B)(6) 2017, midazolam, nsaids, paracetamol (acetaminophen), paroxetine, paroxetine hydrochloride (paxil), prazosin and quetiapine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (jan2016 right coil removed). Essure (ess205) was removed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. She received treatment for pelvic pain / abdominal pain, back pain. I still have left coil inside that is causing me issues she received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('metallic device in the left adnexa') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy, seizures, mood disorder, gerd, decreased appetite, suicide attempt, post-traumatic stress disorder, hematochezia, nerve stimulation test, hyperlipidemia, obesity, sleep apnea, epilepsy, weakness, headache, blurry vision, tiredness and feeling sad. Previously administered products included for an unreported indication: keppra, anti-epileptics and depakote. Concurrent conditions included rectal bleeding, abdominal pain, abdominal discomfort, bowel movement irregularity, nausea, constipation chronic, vitamin d deficiency, hematochezia, infection, bipolar disorder, sleep loss, balance impaired nos, lethargic and somnolence. Concomitant products included allopurinol (elavil), atorvastatin calcium (atorvastin), calcium levomefolate (deplin), clonidine (catapres), midazolam, nsaids, paracetamol (acetaminophen), paroxetine, paroxetine hydrochloride (paxil), prazosin and quetiapine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. She received treatment for pelvic pain / abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Essure insertion date updated. Added events abdominal pain, general abnormal bleeding, back pain. Updated event psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury (previously reported as psychological or psychiatric problems condition: mental anguish/anxiety). Updated outcome of event pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('metallic device in the left adnexa') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy, seizures, mood disorder, gerd, decreased appetite, suicide attempt, post-traumatic stress disorder, hematochezia, nerve stimulation test, hyperlipidemia, obesity, sleep apnea, epilepsy, weakness, headache, blurry vision, tiredness and feeling sad. Previously administered products included for an unreported indication: keppra, anti-epileptics and depakote. Concurrent conditions included rectal bleeding, abdominal pain, abdominal discomfort, bowel movement irregularity, nausea, constipation chronic, vitamin d deficiency, hematochezia, infection, bipolar disorder, sleep loss, balance impaired nos, lethargic and somnolence. Concomitant products included allopurinol (elavil), atorvastatin calcium (atorvastin), calcium levomefolate (deplin), clonidine (catapres), midazolam, nsaids, paracetamol (acetaminophen), paroxetine, paroxetine hydrochloride (paxil), prazosin and quetiapine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: model no.305 was updated to model.no.205. Severity updated for previously reported event ¿pelvic pain¿. New events added: "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, metallic device in the left adnexa". Reporters, concomitant conditions, concomitant drugs, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.